Event description:
It was reported that the device exhibited an inappropriate auto mode switch (ams) due to atrial undersensing via review of remote transmission. No patient symptoms were reported. Programming changes were suggested but not made. The patient will be monitored.